Manufacturer narrative:
The device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. The device received with unexpected battery power loss, pump error 75, and failed the rewind test due to corroded electronic assemblies. The device unable to preform displacement test, prime/seating, basic occlusion, force sensor test and occlusion test due to rewind anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 6.9 mmol/l. Report states that the device has cracked and will not turn on anymore. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.